Manufacturer narrative:
The device is unavailable.

Event description:
It was reported that the balloon was ruptured. However; the procedure was completed and there was no patient clinical consequences reported.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated the reported issue is covered in the device directions for use (dfu). Therefore, based on the information currently available the exact cause for the reported balloon burst during use cannot be determined.

Event description:
It was reported that the balloon was ruptured. However; the procedure was completed and there was no patient clinical consequences reported.